Event description:
According to the rptr: after the second firing, the clip would not come out of the cartridge. Add'l resection was done to remove the device from tissue.

Manufacturer narrative:
Tracking number (B)(4) . Initial report sent to FDA on (B)(6) 2010.